Event description:
It was reported that the valve in the hub did not work and allowed the blood to bleed out on to the patient and bed. There were patient involvement and no reported harm.

Manufacturer narrative:
B3: updated as first of june 2026, as the event date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.